Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4); the full lead was returned to the manufacturer and analyzed. The outer insulation was kinked/buckled and the lead was damaged at implant.

Event description:
It was reported that during initial implant of the lead, the physician noticed what seemed to be a defect on the insulation of the lead. It was also reported that application of the polyurethane was visible on the proximal curve of the lead (especially when the stylet was fully inserted.) Therefore, the lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.